Manufacturer narrative:
This pump underwent routine maintenance testing where the air-in-line alarm continuously kept displaying. Consequently, the pump underwent repair to address the alarm issue. A CAPA has been established to investigate this failure mode to determine the root cause.

Event description:
Zyno medical found that the pump failed to test because the air-in-line alert kept popping up. This was discovered during preventive maintenance (pm).

Manufacturer narrative:
After consultation with the vp of medical affairs, during our MDR safety review meeting on december 4, 2024, it was determined that events involving constant air in line alarm when no air in line is present is not reportable. The occurrence of constant air in line alarm represents a severity of 1 - inconvenience or temporary discomfort. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint #: (B)(4).